Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years and 5 months post implant of this 31mm mitral mechanical valve, the patient is being evaluated for a valve replacement. The reason for evaluation was reported as recurrent transient ischemic attacks (tia) and a stroke that required a thrombectomy and resulted in aphasia and right hemiplegia. Recent transesophageal echocardiography (tee) and transthoracic echocardiogram (tte) showed "the valve is functioning well and the gradient is low". It was also noted that the patient was negative for thrombophilia. No intervention or additional adverse patient effects were reported.

Event description:
Medtronic received additional information that the patient has no history of transient ischemic attacks (tia) prior to valve insertion and no other cause could be found for the tia and stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
B5: updated d4: updated h4: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed two fragments of thrombotic-appearing host material were returned with the valve. Both leaflets appeared intact with no evidence of cracks. Host material was adhered to the inflow and outflow of both leaflets; deposits were more prominent on the outflow of the leaflets. Both leaflets were received in the closed position. A blue actuator was used to test leaflet movement. During the test, the pannus growth around the orifice on the outflow appeared to restrict leaflet mobility. Remnants of host material were noted on both hinge mechanisms and orifice. The carbon components were cleaned. Both hinge mechanisms appeared intact. Signs of wear were noted on hinge mechanism 1 and the orifice. The orifice appeared intact. Thick, glistening off-white pannus lined the sewing cuff on the outflow. The fragments of thrombotic-appearing host material may have possibly originated from the observed pannus overgrowth on the outflow. The edges of the fragment aligned with the pannus growth on the outflow. The thrombotic-appearing fragment, still attached to the valve, could have further restricted leaflet mobility and reduced the orifice area. Fatty-appearing deposits were noted on the inflow. Sewing cuff was torn likely due to explant. Due to the pannus overgrowth, the carbon subassembly could not be rotated in the sewing ring. The sewing ring was removed to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring removed from the orifice. The serial number was verified to be (B)(6) . Radiography did not reveal calcification on the valve. Updated d9 updated h3 updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which indicated that the valve has since been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.